Event description:
It was reported that the cassettes alarmed "no disposable pump won't run" on numerous cassettes. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Manufacturer narrative:
Device evaluation: one picture was returned for investigation. The picture showed a pump with the message no disposable pump won't run on the display. The complaint was confirmed. However, no product was returned for analysis. If the product is returned, the manufacturer will reopen this complaint for further investigation. No root cause was determined as no product was returned for analysis; however, an internal CAPA was opened to investigate the failure mode reported, which is currently in the investigation results phase and will serve to provide a solution for corrective action. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).